Event description:
It was reported that the cannulated 2.5mm hexagonal screwdriver was missing a piece on the grip. This event was found during testing. There was no surgery involved. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed for the subject device. The customer reported the item was missing a piece of the grip. The subject device was received showing signs of wear and tear all over. The device was produced and distributed in june 2005. The handle (black plastic part) shows a small fissure and the holding screws are unscrewed, so that the handle is movable. The toothed tip is worn out. Several teeth are bent and stripped off. Both cover plates (spare part no. 60003120) are missing. The trigger shows scratches and indentations all over. The slide mechanism does not hold as per design intended. The laser etching is readable. The manufacturing records show that the device met fully to the specifications at the time of manufacturing. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. We suppose that this type of damage is not indicative of normal wear and servicing and is probably caused from excessive use and normal wear and tear over the years. Please note that this instrument was sold in june 2005 and we can assume the instrument works correctly when distributed. A manufacturing conclusion cannot be presented due to the condition of the product. Therefore this complaint is to be indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service history review was not performed. The investigation of the complaint articles has shown that:service history review: lot #2111565/5018130 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21-jun-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the item was missing a piece of the grip. The repair technician reported the item was missing both synthetic screens, the lever lock, and the release tab. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sliding mechanism on the cannulated 2.5mm hexagonal screwdriver was missing a piece on the grip.